Event description:
A report was received about an alarm 30 malfunction on a pump during insulin pumping. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support assisted the customer with loading a new cartridge, but the alarm recurred. Consequently, technical support arranged for a replacement pump and instructed the customer to revert to using multiple daily injections (mdi) as a backup therapy. The customer was informed about returning the faulty pump using a pre-paid label.